Manufacturer narrative:
(B)(4). G2: foreign ¿ japan. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during inspection of circulated stock, the sterile packaging was found damaged. There was no patient involvement. No further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. -visual evaluation of the returned product/provided photos identified damage to the sterile packaging (blister). Sterility has not been compromised. -review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. -the reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. -the condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. -the reported event has been confirmed by evaluation of the returned product and provided photos. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.